Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported cosmetic damage on their insulin pump and the keypad not working. The customer reported the buttons were hard to press and had to press 7 times before it would move. The customer was assisted with troubleshooting. The insulin pump is expected to be returned for analysis.